Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. Peritoneal dialysis was ongoing duration the hospitalization, but it was unknown if a baxter pd device and/or baxter pd solutions were being used for therapy. It was reported that pd therapy was ongoing at the time of death, but it was unknown if therapy was being performed with a baxter pd device and/or baxter pd solutions. The patient was hospitalized 17 days prior to death for an ischemic bowel with gi bleeding, and had been discharged from the hospital to home. The cause of the ischemic bowel was unknown and treatment during hospitalization for the ischemic bowel was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.